Event description:
Ous MDR - after an implantation period of about 71 months oversensing was reported. The physician suspected a lead fracture. The lead was replaced and returned for analysis. No adverse patient side effects have been reported. Implant: (B)(6) 2008, explant: (B)(6) 2014.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 60 cm proximal to the lead tip. Only a distal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple signs of severe abrasion along the lead fragment. In particular approx. 50 cm proximal to the lead tip, the insulation was found rubbed through. This damage can be considered as the root cause for the observed oversensing as mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The insulation damage found at 50 cm proximal to the lead tip was consistent with constant friction against the generator housing. Further damages most likely occurred during the explantation procedure.the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a commonroot cause. For this reason we encourage close dialogue between clinicians and ourproduct experts in order to explore all options to minimise any such occurrences in future.